Event description:
The manufacturer's representative reported that the patient was experiencing "withdrawal symptoms". The patient symptoms included increased spasms and discomfort. The patient had been receiving lioresal 2000 mcg/ml at a rate of 325 mcg/day. A volume discrepancy was noted. The expected reservoir volume was 13 mls; the actual volume aspirated was 17 mls. Oral baclofen was prescribed. A rotor study was performed and no movement of rotor study was performed and no movement of rotor was noted. The pump was explanted and replaced with a similar device in 2006. Following pump replacement, the patient initially experienced urinary retention. The baclofen dose was decreased to 96 mcg/day. The pump has been sent back to the manufacturer for analysis.